Manufacturer narrative:
Results: inherent risk of procedure (stent dislodgement). Patient's condition affected effectiveness of device (vessel morphology). Conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to the severely calcified lesion. There were no abnormalities noted prior to the use of the device. However, it was reported that the endeavor resolute stent dislodged in vivo. It was reported that the dislodged stent was not removed from the patient. No clinical sequelae were reported. Please note that this device (eres22514x) is distributed outside the united states; however, it is similar to the united states distributed product (ensp22514ux).